Manufacturer narrative:
(B)(4). Batch # unknown. Lot # "might be" u94c10: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp. Date: 05/31/2023. Mfg. Date: 06/09/2020. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The staples were formed properly. Bleeding stopped with no problem. The re-operation was performed on (B)(6). The patient¿s condition is stable after the reoperation. The surgeon commented the intestinal obstruction was not found where the anastomosed site was, but it was found upper side than the anastomosed site. Therefore, it is unlikely to be complications caused by the device. Additional information was requested, and the following was received: what were the indications for surgery? Sigmoidectomy. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. How was the obstruction identified? No further information is available. How was the bleeding identified? No bleeding was observed. How was the obstruction addressed in the re-operation?? No further information is available. What was observed at the anastomosis site upon re-operation? The obstruction was not the anastomosis of the cdh29p. Does the surgeon believe that there was an alleged deficiency of the cdh29p that contributed to post-op intestinal obstruction and bleeding? The obstruction was not the anastomosis of the cdh29p. If so, why? What is the current patient status? The patient¿s condition is stable no further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigmoidectomy, the device was inserted into the patient from the caudal part, and the anvil was placed in the oral side of the intestinal tract, then the device was fired. The device was used between the colon and the rectum. No leakage or bleeding was observed. The anastomosed site was like an end to side anastomosis. The firing was completed with no problem, but one week after the surgery, the intestinal obstruction was observed. The reoperation was performed. The patient had intussusception (it is considered because of more than 2 polyps), so it was fixed first, then sigmoidectomy was performed. The size of the incision wound was more than 30cm. The patient was a male. He stays in the hospital. No further information is available.